Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient received a vibratory alert and presented for a follow up in clinic. It was noted that the defibrillatory lead impedance was higher than the normal range on the right ventricular lead. A chest x-ray revealed exposure of the filaments. The lead was explanted and replaced. The patient remained stable before, during and after the replacement procedure.